Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient has been having low blood glucose (bg) levels at night. Paramedics were called in a few days ago when the patient was unresponsive with a blood glucose (bg) of 32 mg/dl. Patient has a nurse on call and has an appointment with the health care provider in 3 days. As a consequence of the low bgs, the patient has been disconnecting from the pump at night. Reporter is unwilling to troubleshoot pump. This complaint is being reported as the patient experienced hypoglycemia and the history settings issue was not resolved.